Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient's dysphagia began on (B)(6) 2019. Patient saw an ent surgeon who performed the anterior cervical dissection/approach for the ongoing issue.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported that a clinical study for a patient that underwent an anterior cervical discectomy fusion (acdf) at the c4-c7 levels on (B)(6) 2018. The patient was implanted with a titanium vectra plate, three (3) advanced acf spacers and a vivigen pouch. On (B)(6) 2018, the patient presented with c4-c5 interbody fracture of fusion mass; asymptomatic at time of evaluation. This report is for one (1) ti vectra(tm) plate 3 level/54mm. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Event : updated modified event description provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
3/5/2019 & 04/02/2019: updated event description: it was reported that a patient underwent an anterior cervical discectomy fusion (acdf) at the c4-c7 levels on (B)(6) 2018. The patient was implanted with a titanium vectra plate, unknown screws, three (3) vertigraft spacers with central lumen and a vivigen pouch. On (B)(6) 2018, the patient presented with c4-c5 interbody fracture of fusion mass; asymptomatic at time of evaluation. On (B)(6) 2019, the patient experienced moderate intermittent dysphagia. This was resolved with no residual effects on (B)(6) 2019. Concomitant devices reported: vivigen pouch (part# bl-1500-001, lot# unknown, quantity 1), vertigraft spacer with central lumen (part# 017709, lot# unknown, quantity 1), vertigraft spacer with central lumen (part# 017708, lot# unknown, quantity 1), vertigraft spacer with central lumen (part# 017708, lot# unknown, quantity 1). This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported with intermittent dysphagia.

Event description:
It was reported that a patient underwent an anterior cervical discectomy fusion (acdf) at the c4-c7 levels on (B)(6) 2018. The patient was implanted with a titanium vectra plate, unknown screws, three (3) vertigraft spacers with central lumen and a vivigen pouch. On (B)(6) 2018, the patient presented with c4-c5 interbody fracture of fusion mass; asymptomatic at time of evaluation. This was resolved with no residual effects on (B)(6) 2019. Concomitant devices reported: vivigen pouch (part# bl-1500-001, lot# unknown, quantity 1), vertigraft spacer with central lumen (part# 017709, lot# unknown, quantity 1), vertigraft spacer with central lumen (part# 017708, lot# unknown, quantity 1), vertigraft spacer with central lumen (part# 017708, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.